Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
The tightening mechanism on the 2-pin knee array clamp broke off during a tka case. There was a surgical delay of 2 minutes.

Manufacturer narrative:
Follow-up #1 and final report submitted to update sections based on the results of investigation. The tightening mechanism on the 2-pin knee array clamp broke off during a tka case. There was a surgical delay of 2 minutes. The product was unavailable for inspection as the product was not returned. Review of the device history records indicate 200 devices were manufactured under lot no 201643123101 and accepted into final stock on 12/06/2016. No non-conformances were identified during inspection. A review of complaints in (B)(6) and trackwise related to p/n 112270, lot number 201643123101 shows no additional complaints related to the failure in this investigation. The failure mode could not be confirmed because the part was not available for evaluation. If device and/or additional information become available, this investigation will be reopened. No action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard. The device was not returned for evaluation.

Event description:
The tightening mechanism on the 2-pin knee array clamp broke off during a tka case. There was a surgical delay of 2 minutes.